Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated alinity I free t4 results generated on the alinity I processing module. Sid (B)(6) free t4 initial result >64.35 pmol/l, repeat 11 pmol/l (reference range for ft4 9-19 pmol/l). No impact to patient management was reported.

Manufacturer narrative:
The field service representative (fsr) inspected the instrument and found the wash zone 2 to upper waste manifold 2 tubing damaged. The fsr replaced the part, and the issue was resolved. No additional discrepant result issues have been reported since the service activity was completed. Return testing was not completed as returns were not available. The instrument service history review for (B)(6) revealed no additional service tickets associated with discrepant/erratic results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending for the alinity I processing module did not identify any trends. A review of tracking and trending for the wash zone 2 to upper waste manifold 2 tubing did not identify any trends. Review of the manufacturing documentation did not identify any non-conformances associated with the complaint issue. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency of the alinity I processing module for serial (B)(6) or the wash zone 2 to upper waste manifold 2 tubing were identified.

Event description:
The customer observed falsely elevated alinity I free t4 results generated on the alinity I processing module. (B)(6) free t4 initial result >64.35 pmol/l, repeat 11 pmol/l (reference range for ft4 9-19 pmol/l). No impact to patient management was reported.